Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case #: 01065116 case subject: npi 8015 unable to connect to server account name: coxhealth account #: 1143300 asset name: 8015bd pcu dom v9.19.1.2 a/b/g/n asset location: contact: jeff davis contact email: jeff.davis2@coxhealth.com contact phone: 4172693425 contact mobile: patient or user involvement: no patient or user harm: no case description: jeff davis / biomed need assistance on 8015 sn 15750834 unable to connect to server failure device type: failure problem type: failure mode: case resolution: missing network configuration package on asm v12.1 , I show jeff davis how to export network configuration package from a good known 8015 device and import to asm v12.1, I also provided training on how to verify server is connected and data set is activated. Issue was resolved.